Event description:
The patient's system was explanted due to an infection.

Manufacturer narrative:
The surgical center will not return the explanted product. No product will be available for evaluation.